Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. Further review noted the impedances have varied, but recently became out of range at greater than 125 ohms. At this time, the products remain in service. The patient is not expected to be brought in for further evaluation as they are being monitored remotely and all values are stable. No adverse patient effects were reported.